Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement greater than 2912 ohms about four months ago. In addition, approximately two months ago this patient was hospitalized with collapse and bradycardia due to lack of pacing capture and subsequently auto capture was programmed off to resolve that issue. Additionally, there were stored episodes with noise and oversensing. The oversensing was related to the minute ventilation (mv) feature and the feature was deactivated by the signal artifact monitor causing brief vp inhibition. This pacemaker and competitor ra lead remains in-service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).